Manufacturer narrative:
Reported event: first use of the mako one time use drill bit broke in half during a tha direct anterior approach while preparing screw holes through a tritanium size 52 cup. The drill guide used was a mako drill guide. Another drill bit was used to continue the case. A surgical delay of <15 minutes was communicated. Device evaluation and results: visual inspection the remnants of distal tip of the drill. The drill was broken near the location where the flutes end. Device history review: a review of the device history for the associated lot indicated 200 devices (non-sterile p/n 116137 non-sterile flexible drill shaft) were manufactured and accepted on july 29, 2016. Complaint history review: a review of complaints in stryker's database related to p/n 116138, lot number 46030616 shows 1 additional complaints related to the failure in this investigation. This complaint investigation is pr (B)(4). Conclusions: based on the inspected device, the failure of drill is confirmed. Using the drill at angles beyond the intended design can cause the device to fail. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
First use of the mako one time use drill bit broke in half. The drill guide used was a restores mako drill guide. After broken we went back to another drill bit to continue case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
First use of the mako one time use drill bit broke in half. The drill guide used was a restores mako drill guide. After broken we went back to another drill bit to continue case.